Manufacturer narrative:
Email: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and creases fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture, seroma - late, and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; swelling, found a large seroma in which he drained roughly 150-200cc¿s of fluid, tightening up again on her right breast; redness, fluid was sent to pathology and cultured. The culture came back positive for gram negative bacteria coccobacilli.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Additionally reported was swelling and redness. The healthcare professional "found a large seroma in which they drained roughly 150-200cc¿s of fluid [which] was sent to pathology and culture. The culture came back positive for gram negative bacteria coccobacilli." Healthcare professional further reported "tightening up again on the right breast". The device has been explanted and replaced.